Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. It was reported that the patient was having blackout headaches after walking through a security screener at a motorcycle race. No further complications were reported as a result of this event.